Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported 23062 error was confirmed, but was not replicated during in-house testing. In the system logs, the 23062 error was found indicating a failure on the wrist yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on a surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed gravity balance test post sine cycle - sh (max_imbalance), el (min_margin and min_friction), and wp (min_margin and min_friction). After running calibrations and adding grease to the gears for low friction post sine cycle failures and cable retensioning for el, the mentioned tests passed. Additional finding of failure for slow gravity balance test post sine cycle for wrist pitch (axis 5) - ripple_torq_max was observed. 1hr slow speed sine cycle on the wrist yaw axis was performed and passed. 23062 error was not observed during sftp testing. As a result of this investigation, failure analysis has concluded that the wrist yaw motor and the slipring were found to be the probable root causes of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the caller stated the surgeon was getting a fault on the right master tool manipulator (mtm) over and over. The staff had recovered the fault, but had not power cycled the system like the fault advisement suggested. The technical support engineer (tse) reviewed the logs and confirmed the issue. The tse recommended power cycling the system or having the surgeon move to the other console for the remainder of the case. The caller would let the surgeon know and the call ended. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon completed the procedure from the other console in their dual console configuration. There was no harm to the patient.